Manufacturer narrative:
The event occurred in the USA during patient treatment. It was reported that the rotaflow displayed the "temp error", but continued pumping. The rotaflow was then exchanged for a backup device without consequences to the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console s/n (B)(6). The technician discovered that the rotaflow's cooling fan was blocked by paper. After removal of the paper the device is working as intended. No parts have been replaced. The most probable root cause could be identified by the getinge service technician as a piece of paper obstructing the cooling fan, which led to an increase in temperature. How the paper came to be in this position is impossible to determine. Based on these investigation results the reported failure "temp error" could be confirmed. A review of non-conformities was performed on 2023-11-22, and during the time from 2015-09-15 to 2023-11-22 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2015-09-15. This complaint has been found in the database for the reviewed period as a single event. Thu occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that the rotaflow gave an unspecified alarm. The pump did not stop. The rotaflow was then exchanged for a backup device. No further details have been provided. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted solely to correct the code used under the "medical device - problem code" category. Upon a recent review, it was identified that the original report contained coding errors in this section. The investigation outcomes remain unchanged, and no new findings have been added. This update is for coding accuracy only. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID (B)(4).